Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm sensor break. Customer's blood glucose at time of incident was unknown. The customer stated that one sensor where electrode was missing. The customer was advised that we will replace sensor and return the faulty sensor.

Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor found the sensor cannula was retracted inside of the sensor base, no broken or missing parts were observed during our analysis; unable to confirm if the customer received the sensor damaged due to the sensor was returned opened and used.